Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump kept going into threshold suspend mode due to excessive no delivery alarms. The customer's blood glucose reading was either 278 mg/dl, and was treating with manual injections. The alarms were occurring during basal, bolus, and fixed prime. The customer performed troubleshooting and found that the alarms were most likely caused by an infusion set or reservoir occlusion. The customer had another no delivery alarm event with a blood glucose reading of 325 mg/dl. Customer stated the alarm did not occur during manual prime. Customer stated the alarm was resolved by a complete set change. The customer will return the infusion set and reservoir, and the items were replaced.